Event description:
It was reported the pt developed a life threatening staph infection post implant. The device was removed. The type of medication, concentration, and daily dose being administered via the pump were not reported; device registration system indicates lioresal. No further symptoms or outcome were reported. Additional info has been requested, a follow-up report will be submitted if additional info becomes available.